Manufacturer narrative:
The microtip was returned to the manufacturer for complaint evaluation. The device was received with the needle separated from the microtip; only the handpiece portion was returned along with the separated needle. Both the needle and case nose were bent indicating side load forces were applied during use. Deformation of the distal end of the case nose was noted. The deformation/ melting is due to friction built up from side load pressure. The case nose and needle sit in a pocket of fluid which is continually fed through the irrigation of the device. This fluid keeps the external portion of the device cool. It does not appear that any material is missing or was left behind as the edge of the case nose can be visually verified to be present and can be followed along the circumference. Functional testing could not be conducted in the state in which the microtip was returned. Disassembly of the microtip found no internal damage or deformation. The failure was caused by user error. The device did not cause or contribute to the event.

Event description:
Per the information provided, the doctor was using the tx1 microtip on a really scarred/ thickened achilles tendon. During the procedure it seemed like the device had stopped cutting and aspirating. The doctor removed it from the patient and found that the plastic nose cone was bent and the needle inside of the nose cone had broken loose. The needle did not completely separate until after the device was removed from the patient. A new microtip assembly was obtained and the procedure completed. There was no injury or harm caused to the patient by the failure.